Manufacturer narrative:
Additional information received reported that t he date the aneurx stent graft system was originally implanted on was confirmed. The primary indication for deploying the endoanchors was to treat the type ia endoleak. It was reported that the unintentional coverage of the renal artery's was resolved by implanting a chimney stent graft into the right renal artery. It was reported that the cause of the event was not device related and due to the device being deployed too high. There is no plan for intervention. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. On CT, it was noted that there was migration of the aneurx stent graft and a type I a endoleak. The patient had a maximum aneurysm diameter of 60 mm, an aortic diameter immediately below the lowest renal artery of 29 mm and an aortic diameter at 10 mm below the lowest renal artery of 30 mm. The investigator determined the neck length to be 10 mm by visual inspection. The patient had a proximal neck angulation of 10 degrees and suprarenal neck angulation of 10 degrees. It was reported that heli-fx endoanchors were implanted for migration of the stent graft and to resolve a type ia endoleak. During the index procedure, an endurant aortic cuff was implanted as part of the treatment plan with unintentional coverage of the right renal artery. 3 endoanchors were deployed in the proximal neck. It was reported that type ia endoleak was observed. It is unknown if this event was related to the device, procedure or aneurysm. It was decided to continue without treatment for this event. On follow up CT exam, it was noted that the maximum aneurysmal diameter was 63 mm and that a type ia endoleak was still present. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received: the date of the CT that initially showed the type ia endoleak, and aneurysm size of 63mm, post the study procedure was updated to be one month later than previously reported. The type ia endoleak was also noted to be present during the patients 8 and 9 year follow up visits. The type ia endoleak was assessed by the investigator to not be related to the device or procedure. The type ia endoleak was assessed by the sponsor to be probably related to the procedure, not related to the endoanchors and possibly related to the aneurysm. The type ia is still continuing without treatment. If information is provided in the future, a supplemental report will be issued.